Manufacturer narrative:
(B) (4).

Event description:
Three months after the pt's device was implanted, he started to experience increased spasticity that got worse over time. The pt had his daily infusion rate increased at refill sessions. By (B) (6) 2009, the spasms had worsened and a catheter dye study was done. The study revealed a break in the catheter just past the entrance of the spine. The pt underwent exploratory surgery on (B) (6) 2010. The distal segment of the catheter had been sheared off where the catheter entered into the intrathecal space. The physician had thought that during the initial placement of the original catheter, the tip of the needle may have sheared the catheter off. A new distal segment catheter was implanted and was spliced onto the existing proximal segment of the catheter at the spinal incision. The distal segment of the catheter remained in the intrathecal space as it was not retrievable. The pump was primed and the dosage of baclofen was set at 100mcg/day. The pt was last seen on (B) (6) 2010 for an infusion rate increase. The pt was stated as still being "tight" but was showing signs of improvement.